Event description:
Pt reports she had had 3 eye infections (jan - right eye; feb - left eye; and april - both eyes) since using the product. She was listening to the news report re: eye infections. She believes her infections might be due to the product, not personal hygiene, she has worn contacts for the past six years with no problems before recent eye infections. The infections would have happened while she was using the current bottle of the product and she uses no other products with the lenses. Used every day.